Event description:
Reporter alleged obtaining a discrepant blood glucose results of 474 mg/dl back to back with a results of 222 mg/dl on the aviva system when testing was performed less than 10 minutes apart. Reporter indicated that she was experiencing some hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that she possibly discarded the strip vial and so it is possible that no product will be returned for evaluation.